Event description:
The patient received her scs system including two leads (from the same lot) on (B)(6) 2011. It was reported x-rays were taken and revealed one of the leads had migrated. Both leads were explanted and replaced. The leads will not be returned to sjm due to being discarded by the explant facility.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.